Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphic user interface/breath delivery real time clock. The unit passed extended self-testing.

Event description:
Report received that the ventilator had a malfunction of the real time clock. The patient was placed on a second ventilator. The patient was not harmed as a result of the event.